Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the implant had lost osseointegration in type iii bone. Clinician reports soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported the implant had lost osseointegration in type iii bone. Clinician reports soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.(B)(4).

Manufacturer narrative:
Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported the implant had lost osseointegration in type iii bone. Clinician reports soft bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)